Event description:
During index procedure the patient had one endeavor sprint drug-eluting stent successfully deployed at lad and one endeavor sprint drug-eluting stent successfully deployed at rca. Approximately 24 months post index procedure it was reported that patient experienced a gi bleeding event. Patient was on dapt at time of event but was taken off the medication. The investigator has indicated the event was not related to the study device.

Manufacturer narrative:
(B)(4) - inherent risk of procedure (haemorrhage).